Event description:
It was reported that a malfunction occurred on the pump, specifically identified as a momentary power loss to the vibrator motor. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer received assistance in resetting the pump, but since the malfunction code recurred, technical support decided to replace the pump. The customer will use multiple daily injections as backup therapy and was advised on how to manage the replacement pump upon arrival, including storage mode and returning the faulty pump. Training on the updated software will be available via their tandem source account.